Event description:
The rn placed a peripheral IV and when she pressed the needle retraction button, the needle failed to retract. The nurse attempted to retract the needle multiple times without success. The nurse then removed the needle from the cannula and accidentally caught her left thumb/wrist with the needle, resulting in a needlestick injury.

Manufacturer narrative:
It is unk at this time whether the sample is available for evaluation. Additional info regarding this incident has been requested. If the sample and/or additional info are received, a supplemental report will be submitted. (B)(4).